Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. The subject device was repaired by a 3rd party and noted that the bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope easily fogged on one side. The issue was found during preparation for use for a diagnostic procedure. There was no patient or procedural involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by handling the device in accordance with the following instructions for use: ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image olympus will continue to monitor field performance for this device.